Event description:
It was reported that a user experienced leaking from the ilet pump during cartridge fill and had been pressing and holding the fill command until approximately 140 units when drops were not initially seen, suggesting improper fill technique and a probable infusion system leak at the cartridge or tubing connection. No reported adverse clinical effects or symptoms. Outcomes included restoration of insulin delivery after supply change and education. Investigation included user interview and product use review. Investigation of this case revealed user technique error during the cartridge fill process and no device malfunction was confirmed. It was concluded that the event resulted from user error and was resolved through education on proper cartridge fill procedures and replacement of disposable supplies.